Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the battery of the adc device was fast-draining. It was further reported that the customer became hypoglycemic and experienced a loss of consciousness. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) and serum for the diagnosis of hypoglycemia. No further information was reported. Note; that the treatment of insulin is inconsistent with the diagnosis of hypoglycemia.